Manufacturer narrative:
Date of event is estimated a review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-15811. Related manufacturer reference number: 1627487-2021-15813. It was reported patient experienced infection at the lead and ipg site. Patient was being treated with oral antibiotics. To address the issue surgical intervention took place wherein the entire system was explanted. Patient is in stable condition.